Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use on the patient the needle tip broke off the needle ¿ no issue open new packaging surgeon thought it was due to the way he grabbed it with his instrument. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? What was being done when the needle broke (removal from package / during passage through tissue / during tying / post-op)? Procedure name? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.